Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead and the left ventricular (lv) lead. The crt-p triggered a lead safety switch to unipolar mode. It was suspected to be caused by a spring contact issue. Additionally, muscle stimulation was determined. Reprogramming efforts were performed and no additional adverse patient effects were reported. At this time, the product remains in service.